Manufacturer narrative:
The initial MDR 2432235-2015-00314 was filed on july 06, 2015. Additional information (06/19/2015): the discordant result for one of two patient samples was obtained on (B)(6) 2015. The discordant result for patient with sample (B)(6) was obtained on (B)(6) 2015. Due to this continued issue, a siemens customer service engineer (cse) specialist was dispatched to the customer site on 06/19/2015. After evaluating the instrument, the cse cleaned the clogged reaction tray wash unit (wud) lines and replaced the seals on the sample pump (sp) and the dilution probe (dp) pumps. The cse discovered that the sample probe (spp) was slightly grazing at the bottom of the dilution tray (dtt) cuvette and performed corrective adjustment. Upon a follow-up visit, the cse found liquid in the reaction tray (rrv) oil bath, the wud nozzles 5 and 3 were overflowing and the cuvettes were dirty. The cse removed liquid from the oil bath and flushed wud and the dilution washer (dwud) nozzles. The cse replaced the tubing for nozzles 5 and 3, the dtt and the rrv cuvettes. The cse performed lamp energy and cell blank tests, and ran quality controls which were within acceptable ranges. The cause of the discordant results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. Upon the cse's arrival, the instrument was operational. The cse proactively checked the pumps and probes. There was no indication of instrument malfunction. The customer ran quality controls, which were acceptable. The customer noted that there had been a clot in the first sample. The cause of the discordant results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant calcium, concentrated (ca_c), urea nitrogen, concentrated (un_c), total protein, concentrated (tp_c), albumin, concentrated (alb_c), total bilirubin_2 (tbil_2), alkaline phosphatase (alpamp), aspartate aminotransferase (ast), carbon dioxide liquid (co2_l), creatinine, concentrated (cre_2c), alanine aminotransferase (alt),glucose hexokinase_3, concentrated (gluh_c), magnesium (mg) and calculated anion gap results were obtained on one patient sample on an advia 1800 instrument. The sample was repeated for ca_c, co2_l and anion gap tests on the same instrument, then all tests were run on an alternate advia 1800 instrument, and then repeated on the original instrument, as noted in section b6. Additionally, a discordant magnesium (mg) result was obtained on a sample from another patient. There are no known reports of patient intervention or adverse health consequences due to the discordant results for either patient.